Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. The tosoh field application specialist (fas) was contacted by the distributor's field service engineering (fse) to address the reported event. During servicing, the distributor's fse was instructed to adjust the s040 sensor board in the same adjustment to the seal position until the led s041 turned off. The distributor's fse then completed the adjustment of the seal break and the error resolved. The instrument was operating as expected. There was no action required by fas. The instrument was installed on 05-23-2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 23-may-2018 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: a [2140] seal break failure cause: a seal break was not detected during a seal break operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check the seal break position in the dispensing lane, the seal break confirmation sensor s041, and the seal break operation. The most probable cause of error 2140 was due to seal breaker was out of alignment.

Event description:
A customer reported getting error 2140 seal break failure with the aia-900 instrument. The customer performed an adjustment to the seal break position but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), progesterone (prog ii), and alpha fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.